Manufacturer narrative:
Investigation results: one level 1 hotline low flow system (hl-90) was returned for investigation in good condition. The device started leaking as soon as water was put in the tank which confirmed the customer's reported complaint.  Besides the cracks in the enclosure, causing the leaking, the device passed all the safety/electrical tests.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was slightly leaking due to a crack next to drain tube. No patient injury or complications were reported in relation to this event.